Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to a blood glucose (bg) level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Additionally, occlusion alarms had occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.